Event description:
Pre-discharge interrogation from generator change showed the lv lead to be dislodged. Lv lead loss capture. Patient came in for lv lead revision/ replacement but had an allergic reaction to general anesthesia. Procedure was aborted and rescheduled. Lead capped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).